Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned to boston scientific.

Manufacturer narrative:
(B)(4). The available information suggests that the device remains in-service.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device displayed an alert (code#1003). The local representative commented that the patient was not pacemaker dependent. Ts discussed the issue and recommended immediate replacement of the device. A save-to-disk was performed and forwarded to ts for in-house engineering analysis. A data disk was returned to boston scientific for review by in-house engineering. A low voltage alert was declared by the device in (B)(4) 2014. The most recent recorded battery voltage is 3.024 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the power appears steady; however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time.

Event description:
Boston scientific received information that this physician contacted boston scientific's technical services (ts) in (B)(6) 2014. According to the physician, the patient no longer wants the device and the physician plans to reprogram the device off. The patient does not require bradycardia pacing support. The physician asked if the beeping tones for this alert can be reprogrammed off. Ts explained that alerts for fault codes are not programmable.

Event description:
Boston scientific received information from the local representative that the device has not been explanted. The patient may have refused to undergo a replacement procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is explanted and returned to boston scientific for laboratory testing.